Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not received for eval.